Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-12284. It was reported the patient's scs lead and anchor were replaced. The physician change the lead because the patient had lost effective stimulation therapy since a few weeks prior. An impedance measurement show all of the lead contacts were invalid. Intraoperative, during the procedure the anchor body was found to be broken. Effective stimulation therapy was resumed postoperatively.

Manufacturer narrative:
The reported event of invalid impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-12284.